Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 32 x 3.00 promus premier stent was advanced for treatment. However, the tip of the stent was damaged due to calcification in vessel, the stent failed to implant. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left coronary artery. A 32 x 3.00 promus premier stent was advanced for treatment. However, the tip of the stent was damaged due to calcification in vessel, the stent failed to implant. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient was stable. It was further reported that the target lesion was 90% stenosed, moderately tortuous, and severely calcified. In addition, it was noted that it was the tip of the catheter that was damaged.